Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon fell apart inside me- vagina [foreign body in reproductive tract]. Stomach pains [abdominal pain upper]. Vagina (vigina) burning [vulvovaginal burning sensation]. Headaches [headache]. And much more [unevaluable event]. Tampon that had now been stuck inside me for 5 days [device use error]. Full tampon didn't come out; the string came out with a small part of the tampon [device breakage]. Tampon fell apart inside me...I pull it out although the full tampon didn't come out [complication of device removal]. Case narrative: consumer reported via e-mail that the string and a small part of the tampon came out during removal leaving some behind. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon fell apart inside me- vagina [foreign body in reproductive tract] stomach pains [abdominal pain upper] vagina (vagina) burning [vulvovaginal burning sensation] headaches [headache] and much more [unevaluable event] tampon that had now been stuck inside me for 5 days [device use error] full tampon didn't come out, the string came out with a small part of the tampon [device breakage] tampon fell apart inside me...I pull it out although the full tampon didn't come out [complication of device removal]. Case narrative: consumer reported via e-mail that the string and a small part of the tampon came out during removal leaving some behind. No serious injury was reported.